Event description:
A certified ophthalmic medical technologist reported following an intraocular lens (iol) implant surgery a patient had blurred vision. The surgeon noted upon examination the lens had shifted. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains in the eye. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).